Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic kinked intraoperatively. The incision was enlarged to remove the lens and another lens of the same model and diopter was implanted successfully. The patient's recovery from surgery is reported as routine. It was reported that loading error was the likely cause of the lens damage.